Event description:
The customer reported the device would not power on. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.